Event description:
ECMO tubing was cracked and had to be replaced in the raceway. Blood was leaking from tubing. Second tubing cracked and was replaced by a third tubing. Patient underwent CPR 3 times during the replacement processes.